Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The customer is expected to send the device for bench repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device has a speaker malfunction due to an unrepairable main pcp malfunction. At this moment, it is unknown if the device produced sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) provided the customer information to return the device to bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not replicate the reported issue as the speaker produced audible sound. Both speaker assembly and main board were replaced for precautionary purposes. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The problem was not confirmed. Although the speaker was confirmed to have sound, both speaker assembly and main board were replaced per current process. The device was returned to the customer. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A philips remote service engineer (rse) provided the customer information to return the device to bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation confirmed the customer's alleged malfunction as the pcp mainboard needed to be replaced. Even though, the speaker produced audible sound, the speaker was replaced for precautionary purposes. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the pcp mainboard. The problem was confirmed. Although the speaker was confirmed to have sound, it was replaced per current process. After the pcp mainboard was replaced, the device returned to working specification. The device was returned to the customer. The investigation concludes that no further action is required at this time.